Event description:
In 2005, the patient reportedly experienced intemittent between the external equipment and the device. The patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.